Manufacturer narrative:
(B)(4). Date sent: 07/02/2025. D4: batch # 453d14. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with three tr45w reloads (b, c &d) presents. All returned reloads were received partially fired 1/3. However, the reload (c) shows damage on the reload deck. In addition, six open package from reloads and a tyvek of device were received. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ats45 with lot number 427d16; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 453d14, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the stapler misfired. This happened three times in a row. No staples were deployed on any of the attempts. Procedure was completed using cautery. There were no adverse consequences were reported. No additional information provided.